Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2017-nov-02 arjohuntleigh was notified by (B)(6) in australia about the incident involving enterprise 9000x bed. Following the information reported the bed was moving up and down unintentionally without any button being pushed neither on hand control nor control panel. The resident did not sustain any injuries resulting from the reported unintended bed movement. It needs to be emphasized that all manufactured enterprise 9000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The bed in question was not under arjohuntleigh service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. After the malfunction occurrence the bed was inspected by arjohuntleigh technician. The evaluation revealed that there was no technical deficiency found within the device. The reported malfunction could not be recreated. All bed functions were tested and all operated as intended. Additionally it was found out that at the time the uncommanded bed movement was observed there was a bed linen placed in proximity to the control panel what in consequences led to the unintentional control buttons activation and bed's movement. Based on the above the manufacturer defect was ruled out to be a cause of the problem occurrence. To ensure the safety of our products the instruction for use provided together with the involved device (746-591_en_8 dated on jan 2017) includes information regarding the possibility of activating the beds function without the intention and how this situation can be avoided: warning: "it is recommended to use the function lockout facility on the attendant control panel to prevent unintended movement in situations where objects may press against the patients' controls", warning: "(...) When pushing or pulling the bed; do not hold the side rails or any attached accessories", warning: " store the handset on the side rail using the clip on the back; this will help to prevent accidental operation of the controls", warning: "take care not to squeeze or trap the handset cable between moving parts of the bed". Warning: "the controls require only a single press to activate. To prevent unwanted movements of the mattress platform, avoid leaning against the side rails and keep equipment on and around the bed clear of the controls" information: "function lockout can be used to prevent operation of the controls, e.g. When inadvertent movement of the mattress platform could injure the patient." Although there were no injuries reported, the complaint was decided to be reportable due to uncommanded bed movement occurrence. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determined that a user error was a contributing factor to the issue occurrence. The bed linen placed in proximity to the control panel led to the unintentional control buttons activation. There was no patient laying on the bed. The reported malfunction could not be recreated and no fault was found within the device. Based on all above we conclude that at the time the bed moved against user's intentions the enterprise 9000x was working up to manufacturer specification.

Event description:
On 2017-nov-02 arjohuntleigh was notified by (B)(6) - (B)(6) in (B)(6) about the incident involving enterprise 9000x bed. Following the information reported the bed was moving up and down unintentionally without any button being pushed neither on hand control nor control panel. The resident did not sustain any injuries resulting from the reported unintended bed movement.